Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she is seeing power on reset (por). Patient services walked the patient through clearing the por message. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.